Event description:
The caller reported a malfunction on the pump, specifically displaying malf 12 with an available fault ID. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully, with no recurrence of the malfunction code. The customer was informed to continue using the pump and advised to call back if the malfunction code reappeared, which they acknowledged and understood.